Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported by rep: "[surgeon] stated he had a patient with a loosened trident hip cup from (B)(6) 2017. A revision was completed on (B)(6) 2018. Tha case. This pr is being generated for (B)(4).

Manufacturer narrative:
Reported event: an event regarding revision due to loosened implant involving 3.0 rio robotic arm mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding revision. There was one other reported event for the listed catalog number ((B)(4)). Conclusion: a number of elements of this surgery were reviewed to investigate a potential cause for the revision. Surgeon workflow, segmentation, pelvic and femoral CT landmarks, cup planning, and pelvic landmarks were all reviewed and were acceptable. Probe check, pelvic registration error, rio registration rms and checkpoints were extracted from the session file and were all within specification. There was slight over-reamed area in the acetabulum, which could be caused by the robotic arm being pushed too hard on the stereotactic boundaries, or if an array was moved during reaming. An over-reaming could result in a loosened implant over time. Patient factors cannot be ruled out. There is no suspected robot defect or malfunction.

Event description:
As reported by rep: "[surgeon] stated he had a patient with a loosened trident hip cup from (B)(6) 2017. A revision was completed on (B)(6) 2018. Tha case. This pr is being generated for (B)(4).